Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert or unexpected power loss error. Customer did not received low battery alert prior to replace battery alarm and it was received for 2 times. Customer also reported battery failed alarm and battery cap was not damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. Customer returned pump for alleged failed battery alarm and power loss alarm found on (B)(6) 2021. Pump passed sleep current measurement, active current measurement, and self test. Unable to perform displacement test due to missing retainer. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed failed battery alarm in pump downloaded history on (B)(6) 2021 at time 16:31:30.000. Verified the pump alarmed power loss alarm in pump downloaded history on (B)(6) 2021 at tie 16:48:10.000. Pump communicated properly with test guardian link transmitter. No communication anomalies noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, missing o-ring (reservoir tube), broken reservoir tube lip, detached retainer, cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Pump passed all testing and no unexpected alarms occurred. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.